Manufacturer narrative:
(B)(4). The report of a damaged dilator body was confirmed through the complaint investigation of the returned sample. The customer returned one dilator for analysis. Signs of use were observed on the dilator body and within the dilator tip. Visual inspection identified a gradual and continuous bend along the distal end of the dilator body. Microscopic examination did not identify any white stress marks on the dilator body. No other defects or anomalies were observed on the dilator body. Despite the damage, the dilator met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report that the defect was observed "during use" and the sample received, unintentional use error likely caused or contributed to this event.

Event description:
It was reported that "dilator bent during use. There was no reported patient harm or consequence."

Event description:
It was reported that "dilator bent during use. There was no reported patient harm or consequence."

Manufacturer narrative:
(B)(4).